Manufacturer narrative:
The investigation has been completed. According to the clinical description, shortly after beginning impella rp support, a temporary pump stop occurred. Motor current and flows remained stable. The physician decided to continue support. No product was returned. Data log analysis confirmed the high motor current pump stop with a motor current spike. Additionally, after this temporary pump stop the signal-to-noise ration, contrast, and gain decreased, the lamp increased, and light remained stable. The most likely cause of the temporary pump stop was biomaterial. As noted in the impella instructions for use: impella rp smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that the impella rp was placed, and blood pressure was maintained. A pump stop alarm occurred one time during the time in the catheterization lab, but motor current and flows remained stable. The physician decided due to stable motor current and flows to continue support on this pump. No patient harm was reported due to the issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data log analysis confirmed a placement signal not reliable alarm. The most likely cause of the optical signal issue was a damaged sensor. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information g1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2024-14969. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-14969.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.